Event description:
This event report was received via mw5154427. Total shoulder arthroplasty procedure. Showed severe signs of erosion of the glenoid. Multiple cystic erosive changes within the glenoid, largest individual cystic erosion of 1.2cm. Glenoid pegs/ screws show severe signs of loosening and erosion. Surgeon says too much bone loss to do second shoulder replacement.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.